Manufacturer narrative:
(B)(4).

Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use of a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and cloud not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.